Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient underwent surgical intervention for a lead revision on (B)(6) 2016, (ref MFR 1627487-2016-03514). The physician made multiple attempts to place the lead without success. The physician finished the revision with one lead.